Event description:
The patient stated that, she was struggling to bring her blood glucose down and it had reached as high as 500 mg/dl. She stated, that even insulin injections are not bringing her blood glucose down significantly. Her normal blood glucose range is 100-120 mg/dl. Symptoms of high blood glucose include thirst, nausea, hot flashes, and spilling ketones. The patient stated she tested her urine with a ketone strip at home and it tested positive. The patient stated "the pump is doing what it is supposed to do. I really don't believe it is my pump." She stated she goes through "spells" every once in a while. The patient was advised to contact her endocrinologist to advise him of her current blood glucose concerns. Upon follow up, the patient stated her endocrinologist believes she may be having a hormonal imbalance which is causing her high blood glucose. The patient has been placed on prednisone and she has increased her basal rates to 260%. Product was not requested to be returned for evaluation.